Manufacturer narrative:
Please note that this event was also reported in medwatch(es) #3007284313-2020-00012 and . Details of the event required a separate medwatch submission for the component identified in field(s); as such this medwatch is being submitted.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment of an abdominal aortic aneurysm measuring approximately 45mm in diameter, and was implanted with gore® excluder® aaa endoprosthesis. In the beginning of (B)(6) 2020, follow-up imaging revealed aneurysm enlargement to approximately 60 mm in diameter and a type ii endoleak from the l4 lumbar artery. Additionally, a proximal type I endoleak was determined along with a type iii endoleak due to component disconnect of the contralateral leg component from the contralateral gate. On (B)(6) 2020, a reintervention was performed and an endurant cuff was placed to treat the proximal type I endoleak, and a contralateral leg component was placed to treat and reline the type iii endoleak. No treatment for the type ii endoleak was performed but future treatment is planned. The type I endoleak was reported to have not been resolved by placement of the endurant cuff. The patient tolerated the procedure.

Manufacturer narrative:
G9: please note that this event was also reported in medwatch(es) #3007284313-2020-00012 and 2017233-2020-00392. Details of the event required a separate medwatch submission for the component identified in field(s) d4 above; as such this medwatch is being submitted.